Event description:
It was reported that a flogard infusion pump experienced an f_94 alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing confirmed that the pump experienced the reported f_94 alarm when it was powered on. The cause of the alarm was determined to be a damaged main battery. To address this issue the main battery was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.